Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) which was earlier than expected. Boston scientific technical services (ts) stated that based on the monitoring voltage (mv) of 2.43, that eol must have been reached due to a charge time (CT) greater than 30 seconds. Ts also discussed eol behaviors for the device and replacement guidelines. No adverse patient effects were reported. .